Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol), there was improper discharge of lens. Additional information has been requested and received stating there was no patient harm.

Event description:
Additional information has been requested and received stating there was no patient harm. The surgery was completed with a different lens.

Manufacturer narrative:
Correction information was provided in b.5. Additional information was provided in h.10. A qualified viscoelastic was indicated. Information was provided that the device was not available for evaluation. Additional information was provided that the surgery was completed with a different lens and the surgeon's prognosis is good. The manufacturer internal reference number is: (B)(4).